Manufacturer narrative:
Device not returned.

Event description:
It was reported that when the asymptomatic patient presented for a device check, competitive atrial pacing induced an atrial arrhythmia. Review of the stored electrograms confirmed the presence of competitive atrial pacing. Programming changes were made. The patient had no symptoms prior to or during the visit.